Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/14/2020. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-05527, 2210968-2020-05759, and 2210968-2020-05760. Analysis results have been included in follow-up reports for each. It was received for analysis an opened box with unopened samples of product code. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ppmcqh batch number, and no non-conformances were identified. Attempts are being made to retrieve the device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm that only one suture broke a several times during use in this single spay procedure? We had the suture break I think three times during that procedure. However we did have I think 2 other procedures where multiple sutures did break. Device return status? Packaged up the suture and being returned. Note: events reported mw # 2210968-2020-05527, 2210968-2020-05759, 2210968-2020-05760. Additional procedures reported via mw #2210968-2020-05763, 2210968-2020-05764. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a spaying procedure on (B)(6) 2020 and the suture was used. It was reported that the suture was breaking several times under what should be acceptable tension during the procedure.